Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the light guide cable compressed (short in length), the angle wire play, the ccd drive pcb corroded, the shield cover corroded, the nozzle gluing missing, the bending rubber leak, the lg connector leak, the bending rubber cut, the root brace rubber (lg control body) cut, the lg prong top dirty, the lg prong loose, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).